Event description:
It was reported an ngage nitinol stone extractor's basket wire was damaged; not working properly, during an unspecified procedure. The issue was found in the head end of the basket after the device was unable to capture a stone. Reportedly, the ngage nitinol stone extractor's basket was able to be advanced to the appropriate location and capture a stone "a few times" but, eventually it ceased to function properly to retrieve a stone. The device was removed, and the basket wire was noted to be damaged at the head end. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient's body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer postal code: (B)(6). E1: customer phone number: (B)(6). G4: PMA/510(k) #: exempt. H3: device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: it was reported an ngage nitinol stone extractor's basket wire was damaged; not working properly, during an unspecified procedure. The issue was found in the head end of the basket after the device was unable to capture a stone. Reportedly, the ngage nitinol stone extractor's basket was able to be advanced to the appropriate location and capture a stone "a few times" but, eventually it ceased to function properly to retrieve a stone. The device was removed, and the basket wire was noted to be damaged at the head end. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient's body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned in an open. Labeled package. The handle was in the closed position. The handle did actuate basket formation, but the basket does not completely open. There were two sections of shrink tubing torn open on the basket assembly. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there was objective evidence that the DHR was fully executed, and no other complaints from the lot had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Store in a dark, cool, and dry place. The returned device was found to have the tubing that holds the basket wires in place torn. This was preventing the basket from forming the proper shape. The cause for the damage could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.